Manufacturer narrative:
The returned device was evaluated and no blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The soft cannula was observed to be stretched and measured out of specification at 1.094 inches. The timing and cause of this damage is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl) and that there was bleeding and bruising noted at the site. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.